Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's medical history included papanicolaou smear normal on (B)(6) 2015, endometrial ablation in 2011, heart failure, lupus anticoagulant positive, diabetes, dysmenorrhea, uterine bleeding, anemia, herpes simplex, dyspareunia, uterine fibroid, sexually transmitted disease, urinary incontinence, depressive disorder, hyperlipidemia, diabetes mellitus, esophageal reflux, irritable bowel syndrome, leiomyoma nos, colposcopy, small fiber neuropathy and antiphospholipid syndrome. Previously administered products included for heavy period: mirena from 2013 to (B)(6) 2014. Past adverse reactions to the above products included drug ineffective with mirena. Concurrent conditions included vaginal hemorrhage, menorrhagia, benign polyp of uterus, epithelioid leiomyoma, adenomyosis, low back pain, hypertension, ovarian cancer, gerd, constipation and fibromyalgia. Family history included renal disease and diabetes. Concomitant products included bethanechol since (B)(6) 2013, colecalciferol (cholecalciferol), colecalciferol (vitamin d3) since 2015, doxazosin, duloxetine, duloxetine hydrochloride (cymbalta) since 2016, ferrous sulfate, gabapentin from 2012 to 2015, hydroxychloroquine, ibuprofen, macrogol (polyethylene glycol), medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2015, metformin since (B)(6) 2010, omeprazole, ondansetron, oral contraceptive nos, pantoprazole, pregabalin, pregabalin (lyrica), terazosin, valaciclovir (valacyclovir), valaciclovir hydrochloride (valtrex) since 2010 and vitamins nos (multivitamin) since 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), small fibre neuropathy ("autoimmune disorder type of disorder: small fiber neuropathy"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), pelvic discomfort ("vibration sensations/ pain felt like vibrations in my pelvic region") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysteroscopy endometrial ablation nova sure and total vaginal hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, fibromyalgia, small fibre neuropathy, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, fibromyalgia, menorrhagia, pelvic discomfort, pelvic pain, small fibre neuropathy, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils noted (right), 1 trailing coils noted (left) received treatment for abdominal pain, pelvic pain, menorrhagia, fibromyalgia, small fiber neuropathy, bladder probs. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- menorrhagia, pain, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events added: abdominal pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included papanicolaou smear normal on (B)(6) 2015, endometrial ablation in 2011, heart failure, lupus anticoagulant positive, diabetes, dysmenorrhea, uterine bleeding, anemia, herpes simplex, dyspareunia, uterine fibroid, sexually transmitted disease, urinary incontinence, depressive disorder, hyperlipidemia, diabetes mellitus, esophageal reflux, irritable bowel syndrome, leiomyoma nos, colposcopy, small fiber neuropathy and antiphospholipid syndrome. Previously administered products included for heavy period: mirena from 2013 to (B)(6) 2014. Past adverse reactions to the above products included drug ineffective with mirena. Concurrent conditions included vaginal hemorrhage, menorrhagia, benign polyp of uterus, epithelioid leiomyoma, adenomyosis, low back pain, hypertension, ovarian cancer, gerd, constipation and fibromyalgia. Family history included renal disease and diabetes. Concomitant products included bethanechol since (B)(6) 2013, colecalciferol (cholecalciferol), colecalciferol (vitamin d3) since 2015, doxazosin, duloxetine, duloxetine hydrochloride (cymbalta) since 2016, ferrous sulfate, gabapentin from 2012 to 2015, hydroxychloroquine, ibuprofen, macrogol (polyethylene glycol), medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2015, metformin since (B)(6) 2010, omeprazole, ondansetron, oral contraceptive nos, pantoprazole, pregabalin, pregabalin (lyrica), terazosin, valaciclovir (valacyclovir), valaciclovir hydrochloride (valtrex) since 2010 and vitamins nos (multivitamins) since 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), small fibre neuropathy ("autoimmune disorder type of disorder: small fiber neuropathy"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes") and pelvic discomfort ("vibration sensations/ pain felt like vibrations in my pelvic region"). The patient was treated with surgery (hysteroscopy endometrial ablation nova sure and total vaginal hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, fibromyalgia, small fibre neuropathy, urinary tract disorder and bladder disorder outcome was unknown and the pelvic discomfort had resolved. The reporter considered bladder disorder, fibromyalgia, menorrhagia, pelvic discomfort, pelvic pain, small fibre neuropathy, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils noted (right), 1 trailing coils noted (left). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- menorrhagia, pain, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and mr received- the previously reported event ¿injury¿ is replaced with ¿pain¿, events-¿ abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fibromyalgia, small fiber neuropathy, urinary problems or changes, bladder problems or changes, vibration sensations/ pain felt like vibrations in my pelvic region, she did not undergo an essure confirmation test ¿, medical history, family medical history, concomitant drugs, historical drugs, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.